Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s lead was explanted (B)(6) 2017. The infection has not yet been resolved.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va1fa7t, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had an infection which resulted in their right lead being removed. No further patient complications occurred as a result of this event.